Event description:
The international customer reported the device alarmed due to pressure sensors failure. The customer reported there was no patient harm. Review of the device diagnostic history noted an spi bus failure. The manufacturers service technician replaced the data acquisition pcb to motor controller pcb board cable to address the reported issue.

Manufacturer narrative:
Date of this report: 10/2014; date of manufacture: 01/12/2015. Conclusion / root cause: this data acquisition (da) to motor controller (mc) board cable rev e (date code: 1303) was tested and no failures were identified. The length of the da to mc board cable was increased from 2.63 to 2.88 inches in revision b of this cable, which has been valid from 08/06/2009. This report is being submitted as part of the remediation for CAPA (B)(4).